Manufacturer narrative:
E1: name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state, province or territory: ca post office or zip code: 92121 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient reported occlusion alarm, and the blockage was likely at the site and had high blood glucose levels which was treated with correction injection via multiple daily injections (mdi) on (B)(6) 2026.